Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support planned to replace the pump, which was under warranty, and instructed the customer to use multiple daily injections to ensure continuous insulin delivery. The customer was guided on storing the pump and agreed to return it with a prepaid label within ten days.